Manufacturer narrative:
Continued e1 phone number :(B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture

Event description:
Healthcare professional reported "capsular contracture baker grade unknown", "rupture" and "folding". Later healthcare professional reported "capsular contracture baker grade iii", " intracapsular rupture with folds", "breast nodules located at 11 o¿clock, measuring 0.9 x 0.5 x 1.1 cm". Healthcare professional also reported "simple cyst at 12 o¿clock" considered not device related. This record is for the right side. The device remains implanted.